Event description:
Received additional information regarding the reported event. The patient involved was a 32-year-old male. After staff at the patient¿s day center discovered the small piece of foam in the patient¿s mouth, it was successfully removed using suction. The affected device was discarded; however, multiple opened and unopened sample kits from the affected lot and other lots were returned for evaluation. The kit the affected device came from was not returned for evaluation. None of the incomplete kits returned had the same lot number as the affected device. Lot information and photos of the affected device were provided.

Manufacturer narrative:
The affected device was discarded; however, multiple opened and unopened sample kits from the affected lot and other lots were returned for evaluation. The kit the affected device came from was not returned for evaluation. None of the incomplete kits returned, had the same lot number as the affected device. Lot information and photos of the affected device were provided. A visual inspection was performed of the photographs provided. The photographs show different angles of one suction toothbrush in which it appears a small piece of the foam is missing from the corner of the toothbrush head. A visual inspection was also performed on the returned product. A total of fifty-four (54) suction toothbrushes were received and inspected. The entire foam piece was present on each product. Additionally, the foam was pulled, in which each foam remained intact with the suction toothbrush. Therefore, the disengaged foam complaint could not be confirmed or replicated. A product history review was performed. All quality checks passed inspection, and the product met all release requirements. A labeling review was performed. The product label states "do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or those who cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a chocking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused." The complainant stated that the toothbrush was new, a bite block was in use and "there was no change of cause for the foam to come off." Therefore, it appears the caregiver followed the directions and warnings on the product labeling. Additionally, all suction toothbrush products are 100% inspected by a glue application vision system and passed prior to release. If any suction toothbrushes do not meet the specifications of this system, it will be rejected. The root cause of the foam disengagement cannot be confirmed.

Event description:
Report received of a suction toothbrush foam disengagement. The disengagement was not observed. Reporter stated a 32-year-old male patient¿s family member performed oral care for the patient with a new suction toothbrush while a bite block was in use. Staff at the patient¿s day center then discovered a small piece of foam in the patient¿s mouth later that day. The family member was alerted and assessed the toothbrush used that morning and found a small piece of foam missing from the toothbrush. The patient did not experience any adverse consequences. The affected device was discarded. However, sample product is being returned for evaluation. Lot information and photos of the affected device were provided.